Event description:
It was reported that bd extension set separated. The following information was received by the initial reporter with the following verbatim it was reported by customer that the tube is too short and kinks up, the white end does not stay connected and the other end the threads do not work well.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that the tube is too short and kinks up, the white end does not stay connected and the other end the threads do not work well. Samples for the reported failure mode was requested to confirm the issues reported and determine a root cause, however, no samples or pictures were received for evaluation. No root cause definition was determinate due to the customer did not provide a sample for evaluation. A device history record review for model dyndtc5077 lot numbers 24055804 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information